Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump delivered a maximum delivery of insulin when the customer's blood glucose level was normal. The patient's blood glucose level was 197 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer stated that they will consult their healthcare provider regarding the issue. The customer did not return the product back for analysis.